Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Medical records were provided and reviewed by a health care professional. The review identified coxarthrosis as contributing factor to the event. No intra-op complications/events have been found. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial right total hip arthroplasty approximately nine and a half years ago. Subsequently, one year and two and a half months post implantation, underwent a revision due to loosening. The head and stem were revised without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - medical devices: unknown stem; item# unknown; lot# unknown. Unknown head; item# unknown; lot# unknown. G2 - foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : product is unknown.

Event description:
It was reported a patient had an initial right total hip arthroplasty, subsequently, underwent a revision due to loosening. The head and stem were revised without complication. Due diligence is in progress for this complaint; to date no additional information or product has been received.